Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had elevated thresholds and had dislodged. The lead was explanted and replaced. During the procedure, the right ventricular lead was also explanted and replaced as it was on recall and insulation damage was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.